Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included amenorrhea, trichomoniasis and d & c. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (thermachoice in 2011/ ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression: 1. Scout radiograph of pelvis reveals bilateral fallopian tube placement of essure devices overlying in isthmic portions of fallopian tube 2. Endometrial cavity is normal 3. There is no fillings of tube beyond placement of contraceptive fallopian tube devices 4. No evidence of late filling of fallopian tube or spillage of contrast into pelvis 5. There is very mild effect upon cornua of uterus on right. However right essure tube is in normal position without filling of right fallopian tube; in (B)(6) 2011: that the procedure was successful. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included amenorrhea, trichomoniasis and d & c. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (thermachoice in 2011/ ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: impression: scout radiograph of pelvis reveals bilateral fallopian tube placement of essure devices overlying in isthmic portions of fallopian tube endometrial cavity is normal there is no fillings of tube beyond placement of contraceptive fallopian tube devices no evidence of late filling of fallopian tube or spillage of contrast into pelvis there is very mild effect upon cornua of uterus on right. However right essure tube is in normal position without filling of right fallopian tube; in may 2011: that the procedure was successful. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. The case become serious incident. Previously reported event "menorrhagia" updated to serious incident due to ablation. Reporter information, patient's medical history and lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.